Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shocks for ventricular fibrillation (vf) and fast ventricular tachycardia (vt). It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: lnq11 implantable cardiac monitor, implanted: (B)(6) 2017; product ID: 407645 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.